Manufacturer narrative:
(B)(4).

Event description:
The customer experienced an untimely network outage that caused the surveillances to reboot resulting in the 2018 adt reboot issue. There was no patient incident.

Manufacturer narrative:
.